Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported post corneal flap creation of the left eye the surgeon was unable to lift the flap, and could not perform excimer ablation procedure. Procedure was canceled for the day and patient will return at a later date for possible retreatment. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no information has been received. At the on site visit, the field service engineer (fse) assessed the system and found the laser engine to be misaligned. The fse aligned the laser engine assembly and the system met specifications at time of fse departure. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event can be attributed to a misaligned laser engine assembly. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.